Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal was cracked along the middle rim, the seal was outside of the delivery tube. The collar was not present, the plunger had been depressed, the springs were at the end of the delivery tube. The device was very bloody. Based upon the visual observations, the reported complaint for "seal cracked during use" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heartstring ii proximal seal cracked. A replacement was used to complete the procedure. The hospital reported no pt effects. The product was returned.